Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 1500 mcg/ml baclofen at an unknown dose via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that there was a pump alarm (low battery) and the patient had baclofen withdrawal symptoms. There were no environmental, external, or patient factors. There were no diagnostics or troubleshooting performed. The managing hcp programmed the pump to minimum rate on (B)(6) 2017 and started oral baclofen supplementation (20 mg 4 times a day). The pump was replaced on (B)(6) 2017. The issue was stated as not resolved and the patient status was alive with no injury.

Manufacturer narrative:
Analysis of the pump revealed battery high resistance and battery high resistance lab failure. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported/anticipated or expected.

Manufacturer narrative:
(B)(4) is no longer applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative. Per the pump logs (B)(4) 2017 12:12 reset occurred - low battery; (B)(4) 2017 16:01 motor stall recovery occurred. The cause of the low battery/motor stall was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.